Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive keypad and was not functional. The customer's blood glucose was 343 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was unable to verify that the time was advancing on the insulin pump. Customer stated the insulin pump was off at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. However, unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.